Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician indicated that the patient had heard an alert. Review of the device memory indicated that been an alert that occurred approximately 4.5 months earlier for rv coil impedance out of range, but there were no current alerts.. The lead remains in use. No patient complications have been reported as a result of this event.